Manufacturer narrative:
Evaluation of the returned lantern delivery microcatheter (lantern) confirmed a fracture on the proximal end. If the lantern is advanced against resistance, damage such as a kink and subsequent fracture may occur. The reported moderately tortuous patient's anatomy may have contributed to resistance during the procedure. The proximal fractured segment of the lantern was not returned for evaluation. Further evaluation revealed multiple ovalizations on the distal end. This damage may have also occurred during advancement against resistance during the procedure. Evaluation also revealed bends along the catheter shaft. This is incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a lantern delivery microcatheter (lantern) and a guidewire. It was noted that the patient's anatomy was moderately tortuous. During the procedure, after advancing the lantern into the distal target location over a guidewire, the lantern fractured at the proximal length. The lantern was removed from the patient by hand over the guide wire. The procedure was completed with a non-penumbra microcatheter. There was no report of an adverse effect to the patient.